Event description:
It was reported via repair work order that the head section bushing is no longer secured to the outer rail which could effect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.